Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level. Was "high", although a specific value was not given and experienced sick like symptoms. He customer changed supplies and resumed insulin therapy. Voluntary medwatch: I wear the tandem x2 diabetes pump with the truesteel infusion sets. I have had multiple occlusion alarms and the pump stops delivering insulin. This happened to me today at midnight. I put on a new infusion set( my current cgm reading at that time was high). I woke up at 3:00 am to the same issue with 316. I feel sick. This has happened multiple times . It also happened a year ago and I called support. I called support today. Both time I removed the infusion set and ran the insulin through to see where the occlusion was. I took the infusion set apart and could see the drops coming out where it snaps together. When I snapped it back together while running the insulin started to flow through the tip. There were no air bubbles in the tubing either. Reference report mw5153858.